Event description:
It was reported that the device tipped over when unloading/loading a patient. The patient allegedly sustained injury during the event, but no serious injury or clinically relevant delay in treatment has been reported at this time.

Manufacturer narrative:
The product identified in this complaint investigation is a concomitant product to the reported failure.

Event description:
The product identified in this complaint investigation is a concomitant product to the reported failure.